Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 -7.50/+1.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Low vault was observed. Lens was exchanged on (B)(6) 2022 for a longer length lens and problem was resolved. All fine and patient is happy. Claim#(B)(4).

Manufacturer narrative:
B5: per updated information no medical or surgical intervention is necessary. Problem resoled. The reporter stated that the patient is happy. "Closed monitoring is planned" was reported. (B)(4).

Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510k: this product is not marketed in the us.work order search: no similar complaint were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.50/+1.0/091, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Low vault was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.